Manufacturer narrative:
(B)(4). (B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (prolene suture) involved caused and/or contributed to the post-operative complications (retinal detachment, cystoid macular edema, intraocular pressure increase, suture loosening, lens dislocation) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (prolene suture) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: int ophthalmol. 2020; 40: 1449¿1454. Doi: https://doi.org/10.1007/s10792-020-01311-w. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: "title: long-term results of aphakia management by scleral fixation intraocular lens placement with knotless transscleral z-suture method". Authors: nilay kandemir besek, nese alagoz, gulsah gumus, burcin kepez yildiz, ahmet kirgiz, yusuf yildirim, alper agca citation: int ophthalmol. 2020; 40: 1449¿1454. Doi: https://doi.org/10.1007/s10792-020-01311-w the purpose of the study was to evaluate the long-term refractive outcomes and complications of posterior chamber intraocular lens placement by scleral fixation surgery (sf-iol) with the knotless z-suture method. The authors retrospectively reviewed the medical records of 136 patients (age: 57.78 ± 22 years; 98 male and 38 female patients) who underwent sf-iol placement with the z-suture method between january 2010 and december 2018 and who attended a follow-up after at least 1 year. During the surgical procedure, first, an anterior vitrectomy was performed. The conjunctiva was closed with an prolene 8-0 suture (ethicon). Reported complications included retinal detachment (2 eyes) which were successfully operated on with the pars plana vitrectomy technique, using gas or silicone oil tamponade, cystoid macular edema (4 eyes) which were consequently treated with topical drugs, intraocular pressure increase (5 eyes) in the early postoperative period and was successfully treated by topical glaucoma drugs. The drugs were discontinued in the late postoperative period, suture loosening (3 eyes); no additional intervention was performed as it did not cause any conjunctival erosion nor any change in the iol position, lens dislocation (3 eyes); no further intervention was performed to those eyes, as the patients¿ visual acuity was not significantly affected, and the risks of a second operation were considerable. Scleral fixation is a safe method for aphakic patients without capsular support. Scleral fixation with a knotless z-suture technique is an easy and safe method that does not require knots under the scleral flap and therefore does not cause knot- or suture-related long term scleral atrophy or conjunctival erosion. Furthermore, the functional success of the surgery is satisfactory in the long term.

Manufacturer narrative:
Date sent to the FDA: 11/20/2020. Corrected information: b1, b2, h1- upon additional information review, this medwatch report 2210968-2020-08698 does not meet reportability criteria and has been updated from serious injury to not-reportable. Additional information was requested, and the following was obtained: question 1: does the surgeon believe that ethicon products (prolene suture) involved caused and/or contributed to the post-operative complications (retinal detachment, cystoid macular edema, intraocular pressure increase, suture loosening, lens dislocation) described in the article? Response 1: the reported complications are not directly related to the suture itself. It is well known that complications like retinal detachment, iop increase and cystoid macular edema may occur following any intraocular surgery. Suture loosening and the iol dislocation is related mostly to the technique of the surgeon, as the suturation technique provides the best centralisation of the lens. We mentioned in the article that the best technique is to pass the intrascleral suture about 3¿4 mm long and start the new pass very near to the exit site in order to prevent the loosening. In our case series we did not observe any suture breakage that might be itself regarded as a suture complication indicating decay in the suture. Question 2: does the surgeon believe there was any deficiency with the ethicon products (prolene suture) used in this procedure? Response 2: no, we did not observe any deficiency with the ethicon products (prolene suture). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.